Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting that 3 gold tubes of item:367986, lot# 2326098 had issues where the vacuum is not working correctly.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2023-00339 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting that 3 gold tubes of item 367986, lot# 2326098 had issues where the vacuum is not working correctly.